Event description:
It was reported that the patient dropped the iLet, after which the connect adaptor broke and a portion remained lodged in the chamber, rendering the connector/coupler unable to be removed and resulting in a failure to disconnect. No injury, clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user, including review of a photograph of the chamber. Investigation of this case revealed a mechanical problem involving the connector/coupler that prevented disconnection. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.